Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a crack was found in the tip. A 3.5-5.5 190 cm filterwire ez was selected for use. During the procedure, an attempt was made to deploy the filterwire within the internal carotid artery. However, the folded filter interfered within the delivery sheath and could not be deployed. Upon removal and inspection, a crack was noted in the tip. The procedure was completed with a different device. There were no patient complications as a result of this event.